Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device was monitored and no audio alarms, audio alerts, or unexpected beeping noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keeps beeping. The customer¿s blood glucose level was 228 mg/dl at the time of the incident. Customer stated buttons were neither pressed nor accidentally pressed. Customer reported the notification light was not blinking. Customer stated they were reinserted battery and rewind the insulin pump but still they hears the beeping sound. Troubleshooting was performed. The insulin pump will be returned for analysis.